Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had trace pointers are invalid. The customer¿s blood glucose was 348 mg/dl at the time of incident and current blood glucose value was 105 mg/dl. Customer reported that they experienced high blood glucose. Customer reported that they were clear alarm. Customer states they were not able to rewind the insulin pump. Customer states the insulin pump had cosmetic damage. Customer reported that the clip rail on the left side was broken. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement or negligible movement. Retries to free a stuck motor failed error noted during testing. The motor was tested outside of the device and passed. Device was received with broken belt clip rails. (B)(4).